Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, an alert for low, out of range lead impedance and several non-sustained lead noise episodes were observed. Lead damage is suspected. Programming changes were made. Lead was capped. Patient condition is good.